Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for user advisory (ua) 07 was due to defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. During the visual inspection, unrelated to the reported complaint, a cracked front enclosure and the lcd screen with no backlight were observed on the platform. These observed issues were likely due to user mishandling, such as a drop. The front enclosure and the lcd screen need to be replaced to address these issues. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load cell characterization test revealed that the load cell module 2 was defective. The defective load cell needs to be replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.